Event description:
Patient has a medela negative pressure therapy device in place of the lower extremity. This is a complex patient that is at high risk for amputation and has had skin grafting and repeated hospitalizations related to lower extremity cellulitis. We have made several visits to the patient in the nursing home and found that there is fluid trapped in the tubing attached to the patient that is not being pulled into the canister on the wound vac. There are no alarms that indicate failure or blockages as the machine does not sense pressure at the site of where the tract pad rests on the wound bed, but rather senses pressure higher up where the tract tubing connects to the canister tubing. We have repeatedly made visits to the patient to assess this and are repeatedly finding fluid trapped in the tubing which seems to be related to a vapor lock. As soon as the dressing is removed from the patient the fluid passes right through into the canister. Trapping of fluid in the line has caused periwound maceration which is a huge issue for this patient and places her at high risk for infection, cellulitis, and amputation as fluid trapping can lead to increased bacterial counts at the site of the wound. Dates of use: (B)(6) 2017. Diagnosis or reason for use: lower extremity wounds with heavy exudate. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: yes.